Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the following: 1.) Error b40 on monitor screen due to a faulty printed circuit board; 2.) Lamp did not light due to printed circuit board failure; brightness adjustment did not function as expected due to a printed circuit board failure; 3.) Dust inside the unit; 4.) Loos receptacle; 5.) Chassis dented; 6.) Front panel dented; 7.) Scratches on top cover and rear panel. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the lamp failed to ignite. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the repair division pointed out the failure of patient circuit boards (cm and dr boards). It was not possible to estimate the cause of the failure. Olympus will continue to monitor field performance for this device.